Event description:
During some standard procedures, a dental electrical handpiece got hot and burned several pts. The first pt received a burn on the lip. For him penicillin was prescribed. The other pts have been burned on inner cheek or tongue. No further medical care was necessary. Three pts have been burned.

Manufacturer narrative:
The analysis of the handpiece showed that the bearings of the head were gritty and the handpiece runs out of spec. This caused the heat to heat up. This handpiece has not been repaired since purchased in (B)(6) 2005. See also mdrs: 3003637274-2011-00024, 00025. Exemption number (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of (B)(4) (the importer).